Event description:
Subsequent to the initial medwatch report filed on (B)(4) 2013, additional information was received which indicates that the debris embolization occurred during pre-dilatation using a non-abbott dilatation catheter. The debris embolization is not related to the xience xpedition stent delivery system. No additional information was provided.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.25 x 18 mm xience xpedition stent in the mid left anterior descending artery. During the procedure, debris embolized and additional dilatation was required. Medication was also administered and the event resolved on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effect of embolism is a known observed and potential patient effect as listed in the rx xience xpedition everolimus eluting coronary stent system instructions for use. Based on the reviewed information, no product deficiency was identified.